Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates and scale marking missing on lot # 8288964. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8288964. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for ink rings. There was one (1) notification noted for damaged tips. There was one (1) notification noted for cracked barrel. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there were 12 occurrences where the hub separated from device during use, and 1 occurrence of no scale marking on the syringe with a bd syringe 0.3 ml 8 mm 90 bx 450 mo. The following information was provided by the initial reporter: it was reported that the consumer is having the following issues: the syringe pops off in the orange lid when I remove the orange lid and no markings on the outside of the syringe. Additional information provided: the syringe pops off in the orange lid when I remove the orange lid. No markings on the outside of the syringe. Normally it would be one in a box of 100, but this last box had far more. I don't have the box.